Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during archive data review and functional testing. A review of the archive data log file indicated the occurrence of system error 139 (unable to hold compression position). The root cause of the system error was determined to be the drivetrain motor brake gap being too wide and out of specification. As a result, the autopulse stopped functioning due to a system error, as designed. The brake gap issue is most likely attributed to wear and tear. A review of the archive data showed system error 139 (unable to hold compression position), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The brake gap needs to be adjusted to be within the specification to address the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were three similar complaints reported for autopulse platform with (B)(6). Ccr 51771, reported on oct 27, 2020, ccr 61582, reported on dec 01, 2021, and ccr 71700, reported on feb 01, 2023. The brake gap was adjusted to specification to remedy the system error 139.

Event description:
During shift check, the customer reported that upon powering on, the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" error message and didn't work. The customer restarted the platform, but the issue was not resolved. No patient involvement.